Event description:
No additional information.

Manufacturer narrative:
Investigation results: it was reported that the sets came apart. Two samples model 10014881 were returned for investigation. The sets were examined for defects and abnormalities. One set only had a returned drip chamber that was separated from the tubing. The other set separated at the tubing to tubing adapter and only the distal portion was returned for investigation. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and drip chamber could be related to opportunities in the medegen solvent dispenser. This failure mode was addressed under the CAPA 6697210, the following actions were performed: on (B)(6) 2023 update to the standard work instruction for the medical dispenser 22 to replace pe-2556 on (B)(6) 2023, all personnel involved were informed of the failure of separation and the corrective actions to be taken to avoid separation. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set was damaged the following information was received by the initial reporter with the following verbatim the nurse notified pharmacy that there was a defective tubing for one of the compounded chemotherapy agents and the medication spilled. Additional information received on 08-oct-2024 ¿ could you please provide further information regarding the incident that was observed on (B)(6) 2024? Medication was sent to the nursing station with tubing intact. When the nurse removed it from the outer bag, the tubing broke off and approximately 5ml of fluid leaked. ¿ is there any physical sample available for investigation? If so, kindly confirm the address that is present on the signature is open for receiving a shipping label. Yes, but it is attached to a hazardous compound ¿ please let us know if you still want us to send it. If so, please provide a proper shipping container. Xxxxxxxxxxx ¿ was there any delay in treatment? Yes, medication needed to be remade. ¿ any harm to patient/ hcp? No, the nurse was able to identify the defect early and only 5ml of fluid leaked, presumably d5w. ¿ what was the drug that was used during infusion? Oxaliplatin.